Event description:
Customer's meter will not stop beeping and the slide is all the way down over the display window. Also the sensors are jamming in the meter. An evaluation of the system was conducted. The evaluation resulted errors displayed and that the system was not dispensing sensors. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.